Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon review, the implantable cardioverter defibrillator exhibited backup vvi operation. The device was successfully restored. The patient was stable and will continue with regular follow up.

Manufacturer narrative:
Date received by manufacturer of apr 4, 2019 was incorrect. The correct information is apr 3, 2019.

Event description:
New information received noted the patient initially presented remotely on apr 3, 2019 due to device vibration. Upon review, it was discovered the implantable cardioverter defibrillator exhibited backup vvi operation. The patient presented in clinic on (B)(6) 2019 and the device was successfully restored.